Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome, complex regional pain syndrome type I and non-malignant pain. It was reported that the patient's scs is doing something it had never done before. The patient stated that it feels like stimulation is off at times and then will feel like it turns back on again unexpectedly. The patient stated that sometimes they will only feel stimulation if they move a certain way and they don¿t feel it at all when they are laying down until they increase their strength. Sometimes the patient will also be in the same position not moving and this happens where they feel stimulation faintly and then all of a sudden it comes on strong. The patient texted their manufacturer's representative but has not heard back at this point. The patient's stimulation was on and adaptive stimulation was enabled. The caller was using the group with adaptive stimulation enabled. The controller was displaying the correct position and amplitude. The patient was asked to stay in the current position for up to 3 minutes or 5 minutes to adjust. The patient reported that in a reclining position they feel stimulation was strong and the intensity was too high. The patient was decreased down to a desired setting. It was recommended monitoring therapy to see if troubleshooting resolved the issue. The patient will follow-up with their manufacturer's representative and healthcare provider (hcp). No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient met with a manufacture re presentative (rep) on 2018-oct-09 and reprogramming was done, the battery reorientation was checked and the adaptive situation settings were checked; all were verified to be correct. The rep revisited patient education regarding the ins and adaptive stimulation. The rep explained to the patient how to adjust the stimulation settings when in adaptive stimulation and the patient verbalized understanding of this. The patient was not waiting for the full 3 minutes when changing amplitudes in various positions. A follow-up phone call was made to the patient on nov-01 and all issues had been resolved; this was verified with the rep. No further complications were reported or anticipated.